Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately one week post the implant of the right ventricular (rv) lead that the lead exhibited high thresholds. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.